Manufacturer narrative:
Concomitant medical products: 4074 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible far field r-wave (ffrw) oversensing stored as atrial tachycardia/atrial fibrillation (at/af) episodes was noted on the right atrial (ra) lead.  The lead remains in use. No patient complications have been reported as a result of this event.